Event description:
It has been reported that the system was taking approximately 7 minutes to shutdown the system. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the procedure was delayed due to the reported issue. There has been no harm or injury reported due to the system issue. The philips field service engineer (fse) inspected the system onsite and confirmed that system shutdown takes a long time. Review of the system log file showed that there were gpdu communication errors. It was identified there was loose cable connection (gpdu to network switch). Based on the assessment, fse acted with reseating the cable connection from the gpdu to network switch. After reseating the cable connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.